Manufacturer narrative:
D6; device returned with no lot ID. Visual inspections & results: bullet tip condition, desufflation lever condition, inner gasket condition, latch condition, obturator condition, outer gasket condition, sleeve condition, and trocar condition; conforming. Reset button condition; good/unarmed. Stopcock condition; non conforming. Functional tests & results: does safety shield retract, flapper door functional, and lockout functional; conforming. Analysis conclusion: based on the visual examination of the instrument received, we could not confirm the defect of the gasket fell into the patient because the gasket is in its original assembly position. The sleeve assembly was received with the stopcock assembly broken and no conclusion could be reached as to how this damage may have occurred. Each instrument is evaluated during the assembly process to ensure that it functions properly.

Event description:
An operative laparoscopy the surgeon noticed a small white ring circle inside of the pt. The item was removed with an endograsper. This was the second of two trocar sites. The reusable 5mm probe and endograsper were the only instruments inserted and removed from this port. There was no consequence to the pt.